Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse contacted the customer about fault with arm and was informed of the error code that was being displayed on the touchscreen when arm failed. Fse checked the logs and found that arm 4 was the culprit. The fse replaced universal surgical manipulator (usm) 4 to resolved the issue. The system was tested and verified as ready for use. Isi received the universal surgical manipulator (usm) involved with this complaint and completed the evaluation. Failure analysis confirmed and replicated the reported complaint. The unit was tested on an in- house system and failed normal mode as it triggered 319 errors. The unit also failed the fiber test on the pftp. The clock spring fiber cable was swapped with a new one and the error no longer occurred. The original clock spring fiber cable was reinstalled, and the errors returned. The unit went through testing on a pftp with a new clock spring cable and passed direction test, lissajous, cva characterization, sine cycle, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test. The clock spring assembly will be replaced as a fix to the reported failure. No image or procedure video was provided for review. System log review was performed. Per the review, the following was confirmed: an endometriosis resection procedure was performed on system sk1038 on (B)(6) 2022. This complaint is being reported based on the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the customer had a non-recoverable fault during surgery. The technical support engineer (tse) viewed onsite logs and found errors on universal surgical manipulator (usm4). The tse asked customer to cycle the system power and the system powered and homed successfully; however, usm4 faulted with error 319 on power up. Customer undocked usm4 and continued the case robotically using usm1, usm2, and usm3. The operating room (or) staff later called technical support to troubleshoot further. The tse had the caller perform hard reboot on the patient side cart (psc) with no change. Tse informed caller that we are unable to recover usm4 and that the surgeon would need to make a decision as to proceed with 3 usms or consider alternative intervention. The caller stated that the surgeon was going to try with 3 usms. The surgeon was requesting the fse follow up and was concerned with system performance due to having had an another issue within the past two weeks. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.